Event description:
The customer reported to olympus, pins on the inside of the pigtails were bent down on the evis exera iii video system center. Upon inspection and testing of the returned unit, no image displayed. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a old version main switch, a worn out connector which caused a poor connection with the pigtails, the software version needed to be updated from 1.04 version to 4.1o version and a faulty patient board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed image failure with the 180 series endoscopes. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty patient board. This fault may have been related to a design change in another circuit board (op). However, this was not conclusively determined. Olympus will continue to monitor field performance for this device.